Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that through remote transmission, multiple atrial lead noise and auto mode switch episodes were observed. The asymptomatic patient was brought into the clinic, and upon interrogation, loss of sensing was additionally observed. The noise was reproducible with patient¿s arm movement. Programming changes were discussed to decrease the atrial sensitivity. No further information is available at this time.